Event description:
The consumer was putting dishes away when the chair allegedly sped up and slung him into a cabinet, cutting his leg, requiring stitches.

Manufacturer narrative:
Consumer alleges manual speed adjustment knob is changing speed on its own. Dealer stated, he observed the user drive the chair and suggested, the user was accidentally hitting the control knob. As a conservative measure MDR filed based on injury.